Event description:
The endostitch instrument needle dislodged from the instrument when being applied to the ligament. The surgeon then opened another instrument and applied with no problem. No injury or ill-effects to pt was reported. Procedure type: sacrusphinous colpopexy.